Event description:
Pt underwent a lumbar laminectomy, transforaminal interbody fusion, and posterolateral fusion all at l3-l4 and l4-l5 along with segmental internal fixation l2-l5 with dynamic stabilization at l2-l3 and right iliac crest bone graft on (B)(6) 2010. The hardware was reportedly removed on (B)(6) 2011. This report is #11 of 19 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.